Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm approximately 5 years ago. The patient had a reverse conical aortic neck. It was reported that the stent graft migrated about 7cm below the lowest renal. There was no evidence of a proximal type I endoleak; however, there was slight aneurysm enlargement at the top of the graft. A secondary intervention was done and two 32x32 endurant cuffs were successfully implanted. Per the physician, the cause of the event was due to the patient's reverse conical aortic neck. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (aneurysm enlargement, migration); patient's condition affected effectiveness of device (anatomy related; conical neck). Conclusion: known inherent risk of a procedure (aneurysm enlargement, migration); device failure/lack of effectiveness related to patient condition (anatomy related; conical neck).